Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known ac adapter, test patient circuit, and test lung. The ventilator passed an extended 113 hour run in test at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with the ventilator. The event trace log contains no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the unit was auto cycling during set up. There was no patient involvement or harm associated with this complaint.